Event description:
A malfunction was reported by the customer with a code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and following the reset, the malfunction did not recur. The customer was advised to continue using the pump and instructed to contact technical support again if the malfunction code appears.